Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After insertion of the sheath, the physician reported air ingress during aspiration. Patient got st shifts on the ECG. No further patient complication reported; coronary angiography negative for stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.